Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experience intermittent blood glucose (bg) levels ranging from 40 mg/dl to "low" on continuous glucose monitor (cgm). Bg cause was not known. Customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.